Event description:
A customer reported to beckman coulter, inc. (Bec) that there was approximately 2 to 5 ml clear fluid leak from the bottom of the coulter hmx hematology analyzer. The customer stated differential testing on the analyzer resulted in vote out or incorrect results on approximately 4 patient samples, as compared to the results from an alternate instrument and manual differential counts, which were considered correct. It is unknown if there were instrument generated flags on the numeric results. No erroneous results were reported out of the laboratory. There was no death, injury or change to patient treatment attributed or associated to this complaint. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves but no face protection. There was no direct contact with the fluid. Medical attention was not sought. The msds sheets were not reviewed, but the facility has an exposure control/risk management plan in place. A field service engineer (fse) stated that the leak was due to a hole in the tubing at pinch valve 43 located in the center dilutor panel inside the instrument. All tubing was replaced as part of preventive maintenance. The diluter interface printed circuit board (pcb) and mixing module were replaced due to damage from the leak. Service activity performed was verified to meet the specified requirements per established procedures. The cause of the leak was a hole in the tubing through pinch valve 43. The cause of the erroneous differential results was the spill onto the mixing module and the diluter interface pcb.